Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 25mm bioprosthetic mitral valve, implanted approximately eight (8) years and two (2) months, was explanted due to unknown reasons. The explanted device was replaced with another bioprosthetic valve. The explanted device was discarded at hospital.

Manufacturer narrative:
The explanted valve was not returned to manufacturer as it was discarded. Without return of the explanted device the reported explant cannot be investigated and no definitive conclusion can be drawn. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Additional information will be reported if received.